Event description:
It was reported that during the surgical procedure the device turned off without alarm. No injury reported.

Manufacturer narrative:
The investigation is still on-going. The results will be provided with a follow-up report.

Event description:
It was reported that during the surgical procedure the device turned off without alarm. No injury reported.

Manufacturer narrative:
For the investigation the logfile was analysed. It was found that during use the mains supply was disconnected and the atlan switched off immediately. As reported, no battery related alarm was generated before turning off. However, the device is designed to generate an alarm from the secondary acoustical alarm source for at least 7 seconds. Even in switched-off state, manual ventilation and spontaneous breathing are still available. O2 and anesthetic agent can still be delivered using the emergency o2 delivery (with electronically controlled gas mixer) or the flow control valves (with mechanically controlled gas mixer) and the vaporizers. The affected batteries were requested but not received. Therefore it is unclear if the batteries itself were faulty or a contacting issue led to the described problem. The batteries have been replaced and the atlan has been tested according to manufacturer's specification. The field failure rate is subject to permanent monitoring by the responsible product quality board and is rated as acceptable.